Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, nausea, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform". The patient's medical history included depression, allergy nos and pruritus (adr reaction: name-penicillin, reaction.). Previously administered products included for an unreported indication: norethinodrone- etthinyl estradiol, elavil and levonorgestrel-ethinyl estradiol. Concurrent conditions included itching (adr reaction: name-penicillin, reaction.). Concomitant products included cetirizine hydrochloride (cetrizine) and estrogens esterified;methyltestosterone (estratest). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced endometriosis ("infection (bladder/ urinary tract/vaginal) type: endemetriosiinfection (bladder/ urinary tract/vaginal) type: endemetriosi"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), micturition urgency ("bladder or urinary problems or changes"), adhesion ("other injury(ies) or complication please describe: adhesions") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and removal of adhesion). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the abdominal pain lower, nausea, fatigue, weight increased, dyspareunia, hormone level abnormal, endometriosis, micturition urgency and adhesion outcome was unknown. The reporter considered abdominal pain lower, adhesion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hormone level abnormal, micturition urgency, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet received. Events endometriosis, urinary urgency, dysmenorrhea, adhesions & device monitoring procedure not performed were added. Medical &concomitant conditions drugs were added. Product, patient & reporter information updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), weight increased ("weight gain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain, abdominal pain lower, nausea, fatigue, weight increased and dyspareunia outcome was unknown. The reporter considered abdominal pain lower, dyspareunia, fatigue, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 29-jun-2018: quality safety evaluation of product technical complaint. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adhesion ("other injury(ies) or complication please describe: adhesions") in an adult female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform". The patient's medical history included depression, allergy and pruritus (adr reaction: name-penicillin, reaction.). Previously administered products included for an unreported indication: norethinodrone- etthinyl estradiol, elavil and levonorgestrel-ethinyl estradiol. Concurrent conditions included itching (adr reaction: name-penicillin, reaction.). Concomitant products included cetirizine hydrochloride (cetrizine) and estrogens esterified;methyltestosterone (estratest). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced endometriosis ("infection (bladder/ urinary tract/vaginal) type: endemetriosi infection (bladder/ urinary tract/vaginal) type: endemetriosi"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), micturition urgency ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and removal of adhesion). Essure was removed on (B)(6) 2008. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the adhesion, abdominal pain lower, nausea, fatigue, weight increased, dyspareunia, hormone level abnormal, endometriosis and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, adhesion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hormone level abnormal, micturition urgency, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and adhesion ("other injury(ies) or complication please describe: adhesions") in an adult female patient who had essure (batch no. 626402) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test did not perform". The patient's medical history included depression, allergy and pruritus (adr reaction: name-penicillin, reaction.). Previously administered products included for an unreported indication: norethinodrone- etthinyl estradiol, elavil and levonorgestrel-ethinyl estradiol. Concurrent conditions included itching (adr reaction: name-penicillin, reaction.). Concomitant products included cetirizine hydrochloride (cetrizine) and estrogens esterified;methyltestosterone (estratest). On (B)(6) the patient had essure inserted. In (B)(6) 2008, the patient experienced endometriosis ("infection (bladder/ urinary tract/vaginal) type: endemetriosiinfection (bladder/ urinary tract/vaginal) type: endemetriosi"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adhesion (seriousness criterion medically significant), abdominal pain lower ("cramping"), nausea ("nausea"), fatigue ("fatigue"), dyspareunia ("painful intercourse"), micturition urgency ("bladder or urinary problems or changes") and dysmenorrhoea ("dysmenorrhea (cramping)") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oopherectomy and removal of adhesion). Essure was removed on 25-nov-2008. At the time of the report, the pelvic pain and dysmenorrhoea had resolved and the adhesion, abdominal pain lower, nausea, fatigue, weight increased, dyspareunia, hormone level abnormal, endometriosis and micturition urgency outcome was unknown. The reporter considered abdominal pain lower, adhesion, dysmenorrhoea, dyspareunia, endometriosis, fatigue, hormone level abnormal, micturition urgency, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: she was forced to undergo a major surgery as a result of her essure implants. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-mar-2019: new pfs received. Lot number and new reporter were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.